Event description:
Customer reportes that she obtained a result of 97mg/dl on the doctor's device while her device read 386mg/dl. No action was reportedly taken based on device results. No quality controls were used. Requested return of suspect device and replacement was sent.